Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement procedure, episodes of oversensing were observed on the right ventricular (rv) lead. The physician elected to deactivate the pacing and sensing functions of the currently implanted rv lead, and implant a new rv lead just for pacing and sensing to resolve the event. The patient was stable and will continue to be monitored.